Event description:
It was reported that the patient presented feeling weak, exhausted and slightly syncopal. The intrinsic rate was about 40 bpm and the patient was in third degree heart block. Testing of the pulse generator revealed loss of ventricular output and sensing and impedance greater than 3000 ohms. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.